Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the severely tortuous and moderately calcified vessel. A 5.0x40, 40cm mustang¿ balloon catheter was advanced for pre-dilation and the device was initially inflated at 22 atmospheres. However, on the second inflation at 24 atmospheres, the balloon ruptured after being inflated for 24 seconds. The device was completely removed from the patient. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.